Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it had been implanted for 14 years and the patient started leaking. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was a loss of fluid. No holes were detected and the physician indicated the loss of fluid may have been occurred at a connection site. A new artificial urinary sphincter was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it had been implanted for 14 years and the patient started leaking. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was a loss of fluid. No holes were detected and the physician indicated the loss of fluid may have been occurred at a connection site. A new artificial urinary sphincter was implanted.